Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reports rupture of the left device diagnosed by ultrasound and mammogram. Removal and replacement of the device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Physician reports rupture of the left device diagnosed by ultrasound and mammogram. Removal and replacement of the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture of the left device diagnosed by MRI. Removal and replacement of the device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11dec2023.

Event description:
Physician reports rupture of the left device diagnosed by ultrasound and mammogram. Removal and replacement of the device.